Event description:
It is reported that during surgery a 75mm gold headless pin was left in the pt by mistake. During positioning of the cutting block, the pin slipped unnoticed up the femoral im canal. Intraoperative instrument count showed the pin was missing. The surgeon proceeded. Post-operative x-ray confirmed the pin was left in the pt.

Manufacturer narrative:
Evaluation summary: the cause of the problem is user error as this is an instrument and is not intended for implantation. Evaluation: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.